Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone reservoir broke off. The customer¿s blood glucose level was unknown. Customer reported that reservoir is screwed on, cracked and broke off due to wear and tear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, stained end cap sticker, missing reservoir tube o-ring and completely broken off reservoir tube lip.